Manufacturer narrative:
The investigation for the reported cannula kink and low pump flow has been completed. The product was returned, and the cannula kink was confirmed. Per the results of the clinical review and investigation: evidence of a cannula kink was found on the returned product. No other damage or abnormalities were noted. Therefore, it was determined the cause of the low pump flow was a kinked cannula. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, it was reported that the device's cannula kinked during cardio-pulmonary resuscitation (CPR). The device then exhibited low pump flow, the resolution for this issue is unknown. The device was explanted and replaced. Additionally, it was reported that the patient expired. No further information was provided.